Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had e216 and e226 errors. The issue was found during preparation for a therapeutic hernia procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The product was not returned to the ric and there is no record of the product being returned to the repair site. There is no record of an inspection of the product. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had e216 and e226 errors. The issue was found during preparation for a therapeutic hernia procedure that was completed with a similar device. There were no reports of patient harm.